Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records showed all requirements were met. No system errors occurred and nothing out of the ordinary happened during the treatment. According to clear+brilliant laser system operator manual, discoloration is a possible complication of treatment. The possibility of temporary and permanent skin color change is known to exist with any laser treatment. Following appropriate instructions for sun protection will lower the risk for pigmentation changes.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that hyper-pigmentation was noticed near the mouth a few weeks after procedure. Patient reportedly complained of blisters but went to the office an hour later with no evidence of blistering. The patient had dry skin on the chin and was given hydrocortisone. She returned on (B)(6) 2017 with hyper-pigmentation on the chin area and was treated with the clear lift laser according to the report.